Event description:
After logging in on an infinity explorer workstation of a dedicated pt location innovian opens in the "boardview" screen instead of the "patientview" screen, apparently, it has lost the pt context. The user opened a pt file from a different ward "ict bed 6) instead of "icc bed 6". After evaluating this pt's file "ict bed 6" on the screen, they decided that the pt on "icc bed 6" needed lasix and that was admitted to the pt. The root cause is probably lying in the iis on the windows 2003 server. After a period, all work processes were recycled and therefore, all connections were lost. If the explorer is reconnected, the "boardview" screen is presented.

Manufacturer narrative:
The initial investigation suggests the root cause of this problem is 2 fold, iis on the microsoft operating system windows 2003 and the user error. The iis on the windows 2003 caused timeout on the innovian application and hence resulted in display of "boardview" screen rather than the "patientview" screen. Innovian once opened in "boardview", provides a list of bed locations with associated pt names for the user to select. In this case, the user probably selected the right bed number, but the wrong ward without verifying the pt's name. If the session does timeout on the infinity explorer and they are logged out of innovian, there is a refresh button on the explorer that they can select which will log them back into innovian in single pt mode "patientview". Innovian did not support server 2003 until the vf4.0 release in 3rd quarter 2006. Before that innovian ran on windows 2000 which did not have this iis reset issue. Draeger device did not cause this event. Currently we are investigation changes that would not allow infinity explorer to loging to innovian in board view.